Manufacturer narrative:
(B) (4). Training record of surgeon was confirmed. General history of similar devices from controlled inventory was considered.

Event description:
Bowel injury. Patient treated with colostomy by general surgeon.